Manufacturer narrative:
A ge rep evaluated the system and adjusted the anatomical profiles. System operates as intended.

Event description:
Customer reported poor image quality. No pt injury was reported.